Event description:
It was reported the non-stick fit driver broke in patient during implantation of mini screw. Dense bone drill and profile drill were both used prior to the implantation. Patient was a 22 year old. Screw was advanced the rest of the way with the solid driver. No delay or adverse effects reported.

Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.